Event description:
It was reported the programmer overheats while being on for awhile. The programmer is being returned for repair. No patient complications were reported as a result of this event.

Event description:
It was further reported that the programmer had been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary - (B)(4): the programmer was returned and analysis was unable to confirm the customer comment that it overheated after being left on awhile. During evaluation, the device was left on for 2 days with no fault found.

Event description:
It was reported the programmer overheats while being on for awhile. The programmer is being returned for repair. No patient complications were reported as a result of this event.